Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was failing power up test. There was no injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit, he found error code "power up test fails code #3"executive pcb to be replaced. Replacing the board resolved this issue. B.17 software installed. Also failing pneumatic leak test ran this test to confirm issue, could not get it to fail. Unit returned to customer for use.